Event description:
During acdf (anterior cerical diskectomy and fusion), the surgeon was checking the size of spacer needed with trial and handle. The nylon face of the mallet broke over the surgical field. All pieces of the nylon face were retrieved.